Manufacturer narrative:
Additional clarification was received which indicated that the physician visualized the valve via projection in which the initial valve initially appeared at a good height. However, after the release of the valve and correction of projection it was determined the valve was implanted high. Per the physician the various maneuvers required during the procedure resulted in valve dislodgement. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4). Product ID: evolutr-26, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4). Product ID: evolutr-23, serial/lot #: (B)(4), ubd: 27-oct-2020, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve was implanted but the nose cone of the delivery catheter system (dcs) caused the valve to dislodge high to the aorta. The dcs and nose cone were successfully removed. A second 26 mm transcatheter bioprosthetic valve was implanted lower. An echocardiogram and angiogram indicated moderate paravalvular leak (pvl). Post dilation of the valve occurred with a non-medtronic balloon. This balloon was deflated and became stuck for an unknown reason when removed. The physician had to pull the non-medtronic balloon harder which caused this second 26 mm valve to dislodge within the first 26mm transcatheter valve. The patient became unstable and a 23 mm transcatheter bioprosthetic valve was implanted. This valve was well allocated/implanted but the patient remained unstable with continued hypotension despite administration of vasoactive medication and ultimately died. Per the physician, the non-medtronic balloon contributed to the failure of the procedure and the successive valve dislodgements led to the hemodynamic instability and subsequent death. No autopsy was performed.